Manufacturer narrative:
(B)(4). Baxter u.s. Performed a medical assessment of the complaint, which concluded that a serious injury did not occur based on the information provided by baxter germany. Additional information regarding the patient was requested such as the patient's current status and medical history. Should additional information become available to suggest otherwise, the medical assessment may be modified. Evaluation summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for any signs of abnormality that may have potentially contributed to the reported overinfusion; however, no such signs were found. Subsequently, per procedure, a standard flow test was performed on the device for 21.5 hours. At the end of the flow test period, the device produced the following flow rate (ml/hr): calculated: 9.76, normalized (2.5 percent:) 10.01, specification range: 9.00 - 11.00. The flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. The batch review revealed no evidence of related defects or exceptions noted during manufacturing, testing, and inspection of the lot. The product met the acceptance criteria for release. One or more of the following factors may have attributed to the reported condition at the time of the incident: the fill volume of the device, the diluent used, the temperature of the flow restrictor and the head height of the device. Each of these factors is addressed in the directions for use supplied with the product. The manufacturing facility will continue to monitor similar incidents for possible trends.

Event description:
This is a spontaneous report of a fast flow during use of a folfusor lv 10 received by baxter ((B)(4)) from a sales person on (B)(4) 2007. The infusion involved a (B)(6) male patient (date of birth (B)(6) 1949). The pump was empty after 15-17 hours instead of 24 hours. The patient complained about dysentery and nausea. The pump was filled with 1000ie of heparin, 100 mg of folic acid, and 300 mg of 5-fu diluted in 240 ml of 0.9 percent normal saline. The pump was not taped at the patient's body. During infusion the pump was fixed below the flow restrictor. After filling the pump was stored at a cool temperature. No other infusion was applied through the same port. The patient access was checked before infusion.